Event description:
A hospital employee was attempting to plug the surgical table's power cord into a wall receptacle and instead plugged one end of a monitor cable into the wall receptacle, then proceeded to plug the other end into the surgical table. The employee received an electrical shock and spent the night in the emergency room for observation. No injuries were reported.

Manufacturer narrative:
A steris technician inspected the table and both the monitor cable that was used and the correct power cable which had been installed by the hospital biomedical technician after this incident. The table and the correct power cable both functioned properly when the correct procedure for powering up a table was followed by first connecting the power cable to the table and then plugging the cable to a wall receptacle. Section 3.1 of the 3080 table operator manual contains the following instructions regarding attaching the table to a power source: step 2 - "connect the female end of the 20' (6m) long power cord to the male connector located on the narrow end of the table base. (This can only be connected one way.) "Route the power cord to the wall receptacle so, it will not be tripped over, then plug in to appropriate receptacle." In-service training for the facility is being scheduled.